Event description:
Additional information was received from a healthcare professional (hpc) via a manufacturer representative (rep). It was reported that according to the physician's opinion, they believes it is the patient's back that is causing them pain. (B)(6) 2021, the physician completely removed the ins system under fluoroscopy. The physician cut the lead closest to the ins in order to remove it.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va23xbu, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 lead :3889-28 lotno:va23xbu revealed no electrical shorts between the circuits. Body of the device was cut through. Stimulator: (B)(6) revealed that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient went to the ER, complaining of 'jolting' shocks to their sacral area. Patient stated that there was not anything they could think of, that led to them experiencing these symptoms. The patient spoke on the phone with rep, and was walked through how to make sure their device was turned off. Patient reported 'jolts' did not resolve after device was turned off. Patient was discharged from ER and sent home with instructions to follow up on urologist to interrogate their device. Additional information was received on march 22, 2021 from hcp via manufacturing rep confirming that the patient's device was turned off, and patient was still experiencing discomfort. The hcp stated the device and lead will be explanted for patient to get an MRI of their back. No further complications reported at this time.